Event description:
It was reported that the bur broke at the shaft during a bunion artificial joint replacement surgery. There was a reported delay of an few extra minutes to get the broken bur out of the patient. It was also reported that the procedure was completed successfully with no adverse consequences to the patient.

Event description:
It was reported that the bur broke at the shaft during a bunion artificial joint replacement surgery. There was a reported delay of an few extra minutes to get the broken bur out of the patient. It was also reported that the procedure was completed successfully with no adverse consequences to the patient.

Manufacturer narrative:
Investigation results indicate that when the bur was in use, it may have come into contact with the retractor. If a bur comes into contact with a hard metal instrument such as a retractor, this can potentially cause the bur to fracture. However, this cannot be confirmed, the root cause is undetermined.